Event description:
During advancement of the delivery system for the deployment of the contralateral leg, the physician noted that the leg graft was about 10mm short of the planned landing site. The device was removed and a decision was made to extend the contralateral limb by placing an iliac leg extension first, then placing the intended iliac leg graft, in order to ensure that the intended 20mm diameter would be at the landing zone. Device deployed without incident. A post-deployment angiogram noted a proximal type I endoleak. The molding balloon was reinserted and inflated for an extended period of time, in order to seal the site. A second post deployment angiogram documented no further filling of the leak.